Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginitis, mesh erosion and nocturia. A revision/repair for the eroded mesh and removal of vaginal foreign body were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.